Manufacturer narrative:
A complete device history review was performed by orthobiologics and dsm. There were no manufacturing anomalies identified that would have caused or contributed to the reported event. Further, the product was sterilized according to the validated sterilization parameters. A review of bioburden testing dated back to 2009 was performed and it was determined the testing fell below the action and alert limits. Sterilization dose audit reports were also reviewed with passing results. There was no indication of a compromised sterile barrier or process. It should also be noted that the infection was identified as mssa which commonly associated with hospitals via respiratory and skin contact. Product implanted into patient.

Event description:
It reported that a patient experience osteomyelitis following surgical case where vitoss foam was used in conjunction an anchorage cp mtp plate. At the time of the report, the surgeon believed vitoss was the causative factor. The surgeon did indicate that vitoss was presented using proper sterile technique and there was no indication of compromised packaging. Patient was treated with antibiotics for infection and has made recovery.